Event description:
Post operative adverse result. It was reported by the patient that he had triathlon knee surgery at (B) (6) medical center in (B) (6) and he is concerned with a clicking sound on his knee. Wants to know what is causing the sound. Therapist and doctor say that the swelling of the knee cap is making the sound but the patient is still concerned about the sound. He says it is more like a crunching sound and he has a lot of pain.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (post operative adverse result) and product code jwh.